Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to insert the scope to the auto stop and rotate it by hand. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 30-degree plus endoscope rotated 180-degrees and the led lights on the arm were flashing green. The technical service engineer (tse) advised the customer to insert the endoscope to the auto-stop and rotate by hand. The issue was then resolved. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup.